Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge and had to be charged more frequently. The patient underwent and ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.